Manufacturer narrative:
Date of event: the event occurred on an unreported date in mid-sep 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and patient outcome were not reported. The patient was treated with vancomycin and other unspecified drug for the peritonitis event. Pd therapy was continued during the treatment. No additional information is available.